Event description:
A non-healthcare professional reported that after an intraocular lens (iol) implant procedure, the patient experienced significant eye burning, along with a sensation of pain around her mouth, lips, and entire face. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).